Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 651 samples from the customer for investigation. 20 samples were evaluated by draw water testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#(B)(6)).

Event description:
It was reported that tubes are under filling with a bd vacutainer® edta 2k. This occurred on 50 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: lots of tubes didn't draw enough volume of blood (only half of the specified volume was drawn).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes are under filling with a bd vacutainer® edta 2k. This occurred on 50 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: lots of tubes didn't draw enough volume of blood (only half of the specified volume was drawn).